Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 (after the lvad implant discharge) with leukocytosis and mediastinal chest pain. The patient did have a pump pocket infection that developed from a sternal infection. The onset of the infection was (B)(6) 2019. The patient returned to the operating room (B)(6) 2019 for washout and pump pocket debridement mediastinal wash out was performed due to pump pocket infection. On (B)(6) 2019, the patient was discharged to inpatient rehabilitation with wound vac the patient was ongoing infection treated with chronic antibiotic therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event